Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013 and underwent a computed tomography (CT) scan approximately 3 years and 6 months later which indicated that the patient's inferior vena cava (ivc) filter had perforated and extended outside the ivc lumen with at least one strut abutting the abdominal aorta, tilted, and embedded in the ivc wall. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges tilt, vena cava and organ perforation and embedment. (B)(6) 2013, per a report from venogram; ¿3. Inferior vena cavogram demonstrates thrombus within the inferior vena cava up to the level of the inferior vena cava filter. 4. Pharmacomechanical thrombolysis and aspiration thrombectomy using the trellis device at three different levels within the venous system from the inferior vena cava, the proximal iliac vein system, and the lower extremity superficial femoral vein, and popliteal venous system. At each level, alteplase was infused. Following mechanical thrombectomy, aspiration was performed. Following this, imaging was performed showing significant improvement in the appearance of thrombus within the lower extremity veins with residual thrombus, however remaining in the common iliac and external iliac veins. Significant decrease in thrombus in the inferior vena cava and the lower extremity veins was noted.¿ (B)(6) 2017, per a report from computed tomography; ¿impression: 1. Internal expansion of the struts of the ivc filter which extend outside the ivc lumen up to 6mm. The medial strut of the filter abuts the infrarenal abdominal aorta and sits approximately 1mm away. Findings are consistent with ivc filter perforation. No evidence of acute hemorrhage or hemotoma.¿ (B)(6) 2019, per a report from computed tomography 2; ¿impressions: some of the filter struts have penetrated 12 mm through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted posterior with its proximal cone lying on the wall of the ivc possibly embedded in it.¿

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, annex e, annex a, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: organ perforation, thrombus. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.